Manufacturer narrative:
Please note that the gender of the patient is unknown. The catalog code provided (pgxxxx), represents an unknown palmaz genesis stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Please note that the date of implant is unknown. Concomitant device: 6fr jr1 10cm brite tip guiding catheter; guidewire ((B)(4), boston scientific); and saber pta lot 17335225, catalog 51003002l. Treatment balloon: 3 x 40 amphiprion deep, medtronic. (B)(6). Complaint conclusion: as reported, during a procedure to treat an in-stent restenosis (isr) of a palmaz genesis stent, a non-cordis guidewire got stuck in the distal tip of a 3 x 20mm saber pta catheter. Another non-cordis balloon was used to complete the procedure. There was no reported patient injury with the saber. The patient¿s information was unknown. The procedure was isr treatment of an unknown genesis stent after an unknown amount of time from stent implantation. The target lesion was the right renal artery. The lesion was mildly calcified and tortuous. The rate of re-stenosis was (B)(4). It is unknown if healthy tissue to healthy tissue was originally covered by the stent or what the residual stenosis rate. It is unknown what antiplatelet medications the patient was taking or if the patient was compliant on medication regimen. It is unknown if the patient presented with any symptoms from the isr. A 6fr jr 110cm brite tip guiding catheter was approached. There were no damages or anomalies noted to the saber pta catheter or packaging prior to use. The saber was handled and prepped according to the instructions for use (IFU). After a non-cordis guidewire crossed the lesion (unknown if there was difficulty crossing the lesion), the saber pta was inserted over the guidewire. However its distal tip got stuck and there was strong resistance felt. The physician tried to cross the saber pta several times but it could not be make it. It is unknown if the guidewire was reshaped in any way or if the catheter was ever in an acute bend. Therefore the balloon was removed from the patient. It is unknown if the balloon catheter or guidewire was kinked/bent after removal. It is unknown if the balloon catheter was removed over the wire or if there was any additional intervention to remove the balloon. The balloon was changed to another new 3 x 40mm non-cordis balloon. It is unknown if the same access site was used or if another guidewire was used. The procedure finished successfully, however it is unknown how the isr was treated. There was no reported patient injury with the saber balloon. The patient¿s current health status on the isr is unknown, and it is unknown if the patient¿s symptoms resolved after treatment. The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) of the peripheral artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, during a procedure to treat an in-stent restenosis (isr) of a palmaz genesis stent, a non-cordis guidewire got stuck in the distal tip of a 3 x 20mm saber pta catheter. Another non-cordis balloon was used to complete the procedure. There was no reported patient injury with the saber and it will be returned for analysis. The patient's information was unknown. The procedure was isr treatment of an unknown genesis stent after an unknown amount of time from stent implantation. The target lesion was the right renal artery. The lesion was mildly calcified and tortuous. The rate of re-stenosis was (B)(4). It is unknown if healthy tissue to healthy tissue was originally covered by the stent or what the residual stenosis rate. It is unknown what antiplatelet medications the patient was taking or if the patient was compliant on medication regimen. It is unknown if the patient presented with any symptoms from the isr. A 6fr jr 110cm brite tip guiding catheter was approached. There were no damages or anomalies noted to the saber pta catheter or packaging prior to use. The saber was handled and prepped according to the instructions for use (IFU). After a non-cordis guidewire crossed the lesion (unknown if there was difficulty crossing the lesion), the saber pta was inserted over the guidewire. However its distal tip got stuck and there was strong resistance felt. The physician tried to cross the saber pta several times but it could not be make it. It is unknown if the guidewire was reshaped in any way or if the catheter was ever in an acute bend. Therefore the balloon was removed from the patient. It is unknown if the balloon catheter or guidewire was kinked/bent after removal. It is unknown if the balloon catheter was removed over the wire or if there was any additional intervention to remove the balloon. The balloon was changed to another new 3 x 40mm non-cordis balloon. It is unknown if the same access site was used or if another guidewire was used. The procedure finished successfully, however it is unknown how the isr was treated. There was no reported patient injury with the saber balloon. The patient's current health status on the isr is unknown, and it is unknown if the patient's symptoms resolved after treatment.